Manufacturer narrative:
Per visual inspection: front shell does not fit securely to inpen. No physical damage to cartridge holder was noted. Found difficult to dispense dosage properly. Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed is within specification (ccw: 5.30 ozf-in). During deconstructive analysis dust and debris were found in between the injection button and the dose detent not allowing inpen to fully dispense properly. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: unable to verify customer's complaint for high bg's. It was determined from destructive analysis that the difficult to dial/dose was caused by dust and debris found lodged in between injection button and dose detent. This can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the button was jammed and difficult to dial/dose. The customer reported blood glucose value of 340 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Troubleshooting was performed. The event involved product(s) mmt-105nngyna. No further patient complications were reported. Mmt-105nngyna was requested and the customer response was the device will be returned.